Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation result: an ultraflex distal release esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 30 mm with only the proximal crochet stitches intact. During the product analysis, the investigator was able to retract the deployment suture and fully deploy the stent without issue. No issue was noted with the profile of the partially deployed stent or the delivery device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, there were no deployment issues noted during analysis and the remainder of the stent was deployed without issue. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex distal release esophageal ng stent was implanted to treat a malignant stricture in the lower esophagus during an esophageal stenting procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had been dilated prior to stent placement. During the procedure, the physician attempted to deploy the ultraflex distal release esophageal ng stent but the experienced difficulty when pulling the release suture. Stent suture could not be released. The physician felt the suture was too tight and the stent could not be deployed. The ultraflex distal release esophageal ng stent was removed from the patient and the procedure was completed with another ultraflex distal release esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex esophageal stent was partially deployed.